Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke. No issues were noted during use. The c-ring did not fall in to the patient. There was no patient injury, minimal delay in case to open a new kit to finish case. The jaws did not become engaged with the c-ring. Visibility of tunnel was not compromised. The complainant provided photos. The clear c-ring appears to be broken in half.

Manufacturer narrative:
Trackwise: (B)(4). Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be cracked/split in the center of the c-ring. Based on the non return of the device as well as the photographic evaluation, the reported failure "break; c-ring" was confirmed. A lot history record review was completed for lots 3000480783, 3000470997, and 3000471134 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.